Event description:
Received a call from an emt stating patient was being treated for low bgs.

Manufacturer narrative:
Both patient and endo believe patient over bolused for his dinner. Endo has changed his dinner carb ratio to help prevent reoccurrence. Device was evaluated and reported low bgs values were noted in the device logs. Unit was tested and alleged failure was unable to be duplicated. Device worked according to tandem's specifications.